Manufacturer narrative:
Follow-up # 1 ¿ (01/24/2015).the patient¿s meter and test strips have been returned on 1/9/2015 and 1/16/2015, respectively, and evaluated by lifescan product analysis on 1/13/2015 and 1/16/2015, respectively, with the following findings:the meter passed all testing with no faults found. The reported issue could not be reproduced. The test strips were also tested and the primary complaint was not confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2014 the lay user/patient contacted lifescan (lfs) alleging that their onetouch ultrasmart meter was reading inaccurately erratic. The following complaint was classified based on information obtained from the customer service representative (csr) documentation. The patient alleged that the product issue began at 8:30 am on (B)(6) 2014. The patient reported obtaining blood glucose readings of ¿301-231 mg/dl¿ on the subject meter, obtained within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan¿s criteria for accuracy. The patient manages their diabetes with self-adjusted insulin. The patient reported developing symptoms of ¿low blood sugar¿ one to two hours later. No further details were available regarding the specific symptoms experience by the patient. The patient reported consuming more food and/or drink to treat these symptoms. At the time of troubleshooting the csr verified that the test strips were stored correctly (per owner¿s booklet recommendation). The reporter did not have control solution available to test the subject meter. This complaint is being reported because the patient may have developed serious symptoms associated with hypoglycemia.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.